Event description:
It was reported that the bur broke in the pt's mouth during a tooth extraction. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. The correct product lot number was not provided. It was not possible to determine the root cause for the alleged breakage.